Event description:
Caller reported a malfunction on the pump due to moisture getting into it. There was no reported impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump to be sent to the customer and advised the caller to return the malfunctioning pump to tandem with a pre-paid label provided. The caller was informed that they needed to transfer their settings and connect their cgm to the new pump. No backup therapy was available, so the caller was advised to contact a healthcare provider.